Manufacturer narrative:
Conclusion: the complaint can be verified. Result main findings: e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. The warning w2 (battery low) were found in the pump history. The mentioned w2 warning is not a malfunction of the pump. All needed tests are passed and no malfunction could be observed during the iu investigation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Evaluation results are pending.

Event description:
Patient reported that during bolus delivery the infusion device triggered a w2 (battery low) warning and afterwards an error 7 (electronic error) message. Patient stated he removed and reinserted the battery; no success and the infusion device triggered error 7 again. Patient reported he then inserted a new battery and battery cover and the issue persisted. Preliminary evaluations showed the vibration alarm is not working. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.